Event description:
It was reported by the patient that the previously working remote monitor was not getting telemetry. Troubleshooting steps were taken to no avail. The patient stated concern about the implanted device. The patient was referred to the clinic for a device check and recommended bringing the monitor with. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: model 5076 non-defib lead (x2) implanted (B)(6) 2007. (B)(4).